Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. It was determined that the indicated phenomenon was caused by the failure of the scope light guide mantle, but they were unable to identify what caused the scope light guide mantle to fail. The repair department stated that the light guide mantle was contaminated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and confirmed the reported phenomenon since the light source connector parts fell off. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the scope light guide cloak part could not be removed from the main body. There was no report of patient injury associated with the event. The event date was unknown.